Event description:
The consumer stated that on friday his girlfriend had finished brushing her teeth for about two minutes. She placed the toothbrush back on the charger. She left the bathroom. He went into the bathroom to brush his teeth using his regular manual tooth brush. He stated that he heard a weird noise in the bathroom. He discovered that the philips sonicare toothbrush had a stream of smoke coming from the base. Then it turned into torch-like flame. There was also a strong chemical smell. It had burned a symmetrical hole on the handle of the toothbrush. He grabbed a metal pan and placed the toothbrush in the pan and took it outside. He tried to put it out with water, but the flame would not go out. The flame lasted for about three minutes before it subsided. The consumer stated if he had not been in the bathroom it would have caused a fire in the bathroom. The consumer stated that nothing like this had happened before. The consumer stated that he called the MFR and was offered a replacement or a refund. The consumer accepted the refund. (B)(6). (B)(4).